Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an unrelated brain MRI. The implantable neurostimulator (ins) was dead. Poor communication was seen on the patient programmer and the implantable neurostimulator recharger (insr) was unable to communicate with the implantable neurostimulator (ins). The patient had not charged in about a year because it never worked in the right place. This had been frustrating and did not resolve after multiple manufacturer representatives tried to help. The stimulation was supposed to go to the low back but it went to the inner thigh and perineum. The patient stated that it would have been nice if stimulation had gotten to their feet but it did not. Stimulation in the wrong location had been occurring since (B)(6) 2015. The overdischarge had been 6-weeks to 2 months ago in 2017. Additional information was received from the manufacturer representative on 2017-06-22. It was noted that the patient needed an MRI for psychiatric reasons. The MRI was not related to a device or therapy issue. The therapy never worked so the patient stopped charging about a year ago. Per manufacturer records there had been a report that the patient was able to charge ab out 6 weeks to 20 months ago. It was noted that the manufacturer representative had met with the patient on (B)(6) 2017 and was not successful in getting the patient out of overdischarge using a physician mode recharge (pmr) session. The patient was sent home to attempt another pmr. Additional information was received from the manufacturer representative. It was reported the next physician mode recharge (pmr) attempt was successful at bringing the ins out of overdischarge. They met with the patient and cleared the power on reset (por). The patient was not interested in taking further actions to resolve the therapy issue of never not getting therapy in the correct spot. She only needed her battery recovered so she could have a head scan. Additional information was received from the consumer on 2017reporting that the patient had a history of years of back pain due to their career (B)(6) and the development of degenerative disc disease. In (B)(6) 2011 the patient had a l4-s1 laminectomy but the patient¿s pain increased after the surgery. In (B)(6) 2012 the patient had posterior lumbar interbody fusion from l3-s1 but later developed left sacroiliac pain. The si joint was fused (B)(6) 2014. The scs was placed in (B)(6) 2015. It was reported that since implant the stimulation was never able to be programmed to the area of the patient¿s back that was hurting. The first 4 days after surgery the patient had difficulty with the placement and charging the unit. The patient did not get relief. It was reported that ¿the thing did not work.¿ it was reported that multiple reprogramming sessions were attempted and eventually the stimulation was at the patient¿s perineum and inner thigh but did not come close to the patient¿s back pain. After that, the patient did not charge again. It was noted that there was a slightly painful lump on their right flank that was a failure in the patient¿s back pain issues. In (B)(6) 2017 the patient needed a head MRI but could not because the ins was not charged. Per the consumer, the manufacturer representative had looked at the x-rays and thought that the lead should be pulled down in order to give the patient more relief. It was confirmed that the unit came back on and the patient was able to have the MRI. It was noted that the manufacturer representative put the unit back where the patient was able to control it. Per the consumer, no other actions were taken to address the scs placement because the health care provider (hcp) noted this was the last procedure they would do. Per the consumer, they were ¿3 surgical procedures and a failed scs down, some days [their] life wasn¿t worth much.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's weight was reported as (B)(6). No further complications.